Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 flow regulator sets did not flow during check prior to patient use. It was further reported the "blue flow regulator unable to regulate velocity". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: the device would "not flow at all". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.